Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. On (B)(6) 2025, it was reported by a territory business manager that the patient's nurse practitioner said that she has had 5 patients in a 2 week span that have experienced dka or hospitalizations due to the dexcom g7 reading inaccurately. This report is 1 of 5 allegations of cgm accuracy that had similar event details. States that her pts were getting consistent false lows and the pts pumps were not delivering insulin. Per documentation, the nurse practitioner stated that for hipaa reasons, she was not comfortable with providing the patient's details. When asked if the pts have reported the issues, the nurse practitioner said that she asked each of them to call in to report to dexcom. No other details were documented. Diligence attempts to follow up with the health care professional were reportedly unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. This report is 1 of 5 allegations of cgm accuracy that had similar event details. Related records: (B)(4).